Event description:
During a remote follow-up, episodes of undersensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Re-programming has been performed. The patient was stable with no consequences and will continue to be monitored.